Manufacturer narrative:
Qc was within specifications. The specimens were collected in 5ml sample tubes and were centrifuged at 3,000 rpm for 15 minutes. The 2nd sample was sent to bci for investigation: bci testing confirmed the customer's reactive result, but could not confirm heterophile interference in the sample. Due to insufficient sample volume, no further testing could be performed. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter, inc. (Bci) regarding discordant toxoplasma antibody igg (toxo igg) results that were generated by the unicel dxi 800 access immunoassay system. A patient sample was tested for toxo igg and a reactive result of 12.2iu/ml was obtained. The original sample was re-tested 2 days later and repeated result was also reactive (10.3iu/ml). The sample was then tested by a different method (dye) and a non-reactive result of "<2ui/ml" was obtained. Approximately 10 days later, a fresh sample was collected from the patient and toxo igg result was also reactive (9.1iu/ml). The sample was tested by a different method (diasorin) which gave a non-reactive result of "<8ui/ml". The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.